Event description:
It was reported that a past low blood glucose (bg) value displaying "low"; however, specific value was not provided. The customer consumed carbohydrates to address this low blood glucose. A pump log review was performed, and it was found that the customer requested and confirmed a manual bolus leading to the decreased bg.